Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding and hemolysis. It was reported that the patient had continuous bleeding from the femoral site overnight, constant manual pressure was held in the intensive care unit, from 2am-8am. The patient was brought back to the laboratory and received 1 unit of fresh frozen plasma, reportedly the patient¿s hemoglobin went for 14.4 to 11.1 overnight. The impella was removed due to the continued bleeding. Reportedly there were no lab results due to the patient¿s hemolysis, no further information regarding hemolysis was provided. The impella was removed due to the bleeding.

Manufacturer narrative:
The investigation into the hemolysis and access site bleeding issues have been completed. The impella pump was returned for investigation. Data was not returned for review. Visual inspection found no defects on the pump. Hemolysis test was conducted to observe if any defect was found on the pump. The result of hemolysis test showed pump passed the test indicating that there was no issue from the pump. The root cause of hemolysis was most likely due to patient condition. The root cause of access site bleeding was most likely high patient activated clotting time due to anticoagulation management issue. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ hemolysis impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter as noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle as noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis as noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ as noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.